Event description:
Caller tested 4.2 inr on the coaguchek xs system while a professional coaguchek xs system returned as 3.0 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.